Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): unknown competitor glenosphere (unknown). G2: literature - stadecker, m., givens, j., schmidt, c. M., ii, layuno-matos, j. G., kolakowski, l., christmas, k. N., simon, p., cronin, k. J., & frankle, m. A. (2025). Mismatched implants yield comparable outcomes in revision shoulder arthroplasty. Journal of shoulder and elbow surgery, 34(6), s22¿s27. Https://doi.org/10.1016/j.jse.2025.02.003. Attempts have been made to gather product ID information, and no further information is available. The customer has indicated that the product will not be returned to zimmer biomet for investigation because the product's location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a retrospective study from the united states with cases performed by a single surgeon between approximately fourteen (14) years ago and four (4) years ago, comparing clinical outcomes between patients treated with matched versus mismatched implants in revision shoulder arthroplasty. The article reported that a patient required an initial revision of an unknown manufacturer's product due to a failed hemiarthroplasty and glenoid wear. A zimmer biomet bearing was implanted with a competitor glenosphere during the revision procedure. The patient was re-revised on an unknown date due to instability. Attempts have been made, and no further information has been provided.